Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system referenced, is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (80710u121) was implanted; however, after deployment, it was noted the clip turned a little bit. A second clip (80712u150) was implanted to stabilize the first clip. After deployment, it was noted that the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mean pressure gradient was 4mmhg and the valve was noted to be too small; therefore, no further clips were attempted. Two clips were implanted, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be due to the challenging patient morphology/pathology of a posterior leaflet prolapse and calcified anterior and posterior annulus. There is no indication of product quality issue with respect to manufacture, design or labeling.